Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed a21 test and no unexpected a21 error alarm note. The insulin cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was alarming. Customer stated they have removed and replaced the batteries but that it did not resolve the issue. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 133 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.